Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage was found at the connection site of the bd insyte¿ IV winged catheter needle and tubing during use. The following information was provided by the initial reporter, translated from chinese: "(B)(6)2022 at 10:30 a.m. To give infusion to the 15-bed children. When the indwelling needle was withdrawn, about 2ml of air was withdrawn. After the indwelling needle was withdrawn again, 2ml of air was still withdrawn. Therefore, the elastic bandage and transparent film were discarded, and another the nurses confirmed together and found that there was fluid leakage at the connection between the hose and the needle wing, and the indwelling needle was removed and the cannula was re-inserted."

Event description:
It was reported that leakage was found at the connection site of the bd insyte¿ IV winged catheter needle and tubing during use. The following information was provided by the initial reporter, translated from chinese: "(B)(6) 2022 at 10:30 a.m. To give infusion to the 15-bed children. When the indwelling needle was withdrawn, about 2ml of air was withdrawn. After the indwelling needle was withdrawn again, 2ml of air was still withdrawn. Therefore, the elastic bandage and transparent film were discarded, and another the nurses confirmed together and found that there was fluid leakage at the connection between the hose and the needle wing, and the indwelling needle was removed and the cannula was re-inserted."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.